Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The fact that the pacemaker was not programmed to MRI mode when the patient underwent an MRI was confirmed by reviewing the device¿s memory. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that upon interrogation codes were displayed noting the pacemaker had entered safety mode. Technical services (ts) advised that the pacemaker would need to be replaced. Additional information determined that the patient had underwent a magnetic resonance imaging (MRI) without reprogramming the pacemaker. It was further noted that the patient had been lost to follow-up. Boston scientific . The field representative noted a replacement procedure would likely be scheduled, however one had not been scheduled to date. The pacemaker remains in service and no adverse patient effects were reported.